Event description:
Device was implanted on 9/23/93. The cylinders and pump were revised on 6/24/94. The cylinders and pump were removed from pt on 11/12/96, due to a fluid loss at tubing connector, and replaced.